Event description:
It was reported to boston scientific corporation that a hot axios stent was to be placed transduodenal to the bile duct during a biliary drainage procedure performed on a unknown date. According to the complainant, during the procedure, the first flange of the axios stent was initially release inside the biliary duct, but then came out and ended up deployed in the duodenum. The complainant reported that the first flange of the stent began deploying further from the tip of the delivery system than expected. The device was removed from the patient with the stent still partially deployed on the delivery system. A guidewire was used to maintain access to the puncture site created during the attempted axios placement, and a different stent was placed through the existing puncture site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2019. Block h6: device code 3009 captures the reportable event of stent first flange difficult to position. Block h10: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was undeployed and fully covered by the outer sheath. The stent deployment hub was in its original position, the catheter hub was in its original position, and the catheter lock was in the locked position. The yellow safety clip was not returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was able to be fully deployed without any resistance or issue. The stent was measured to be within specifications. There were no other issues noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2019. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be placed transduodenal to the bile duct during a biliary drainage procedure performed on a unknown date. According to the complainant, during the procedure, the first flange of the axios stent was initially release inside the biliary duct, but then came out and ended up deployed in the duodenum. The complainant reported that the first flange of the stent began deploying further from the tip of the delivery system than expected. The device was removed from the patient with the stent still partially deployed on the delivery system. A guidewire was used to maintain access to the puncture site created during the attempted axios placement, and a different stent was placed through the existing puncture site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.